Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she had an (B)(6) infection in her right hip at the implant site and the leads going up her neck. The patient stated the site was red and they had a temperature of 103.7. The entire system was explanted to resolve the issue. The indication for use was other pain indications-other. No device issues reported.